Event description:
It was reported that the user experienced recurrent high glucose while using the ilet and was announcing multiple meals in close succession to correct highs, which can disrupt algorithmic corrections and increase insulin stacking risk. Symptoms included hyperglycemia reaching 358 mg/dl. Outcomes included the need for additional consumable supplies and a goodwill shipment to bridge to the user¿s next distributor delivery. Investigation included review of device data via the bionic report and user interview. Investigation of this case revealed no pump delivery issues, no leak alerts, and normal insulin delivery behavior, with user behavior of repeated meal announcements contributing to persistent hyperglycemia and increased supply use. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement practices rather than device malfunction.